Event description:
Initial reporter indicated that his vns patient was shocked by electricity. They think it was conducted lue, and his vns 'box stayed on for 20 minutes'. The box felt warm to the patient and it seemed to work intermittently. The patient was additionally having an increase in seizures, some of them were 'so big and scary' per his wife. The treating physician reported that he had every reason to believe that his vns is not operating properly, because he was having so many more seizures. Device function was checked in the operating room before their generator was replaced and diagnostics were reported to be within normal operating limits. It is unk if the patient's seizures are above their pre vns seizure rate. The explanted generator will not be getting returned for product analysis as it was given to the patient. Good faith attempts for additional info have not been successful to date.